Event description:
The customer reported an issue where the insulin pump's gauge displayed an amount different from what was expected, showing 18 units instead of an anticipated 65-70 units. There was no adverse impact to the customer's blood glucose level. The customer confirmed taking the necessary steps to remove air from the cartridge and decided to change the cartridge independently. The customer intended to resume insulin therapy and planned to contact support again if the issue continued.